Event description:
The subject device was used during a laparoscopic myomectomy. After about 2.5 hours use, the probe of the device was broken. It was not reported whether the probe tip fell off inside the patient or not. However, the probe tip was returned to the sales company of olympus. The probe tip was retrieved from the body during the procedure. The procedure was completed with a different device. There was no patient injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.